Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU states, ¿flexible catheters have been reported to form knots, most often as a result of looping in the right ventricle. Sometimes the knot can be resolved by insertion of a suitable guidewire and manipulation of the catheter under fluoroscopy. If the knot does not include any intracardiac structures, the knot may be gently tightened, and the catheter withdrawn through the site of entry.¿ in this event, the catheter was unable to be removed by the initial user as the catheter was knotted with the pacemaker wires. The patient had to be transported to another facility for an additional procedure to remove the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that upon removal of the catheter, it entangled with the patient¿s pacemaker. The patient was an (B)(6)-year-old female with history of: permanent defibrillator/pacemaker, shortness of breath, ejection fraction 40% on medication, mitral insufficiency. The swan was inserted to monitor cardiac output. The swan was inserted without difficulty, resistance through the tricuspid valve was noted, they were able to get a pa pressure eventually but couldn't wedge. As the swan was pulled back, it became looped around the pacemaker wires and formed a knot. They were unable to remove the catheter, so they sent the patient to a thoracic surgeon for removal. The cardiothoracic surgeon successfully removed the catheter and replanted the defibrillator/pacemaker. The swan ganz was discarded at the facility. The patient status was thought to be stable at the time of catheter removal.